Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 toggle switch stuck in the "on position". This occurred after half the branches were ligated. When the harvester would activate the device and release, it would not release back to the neutral position. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The lot number is unk as the box was discarded.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).